Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator changeout. Prior to opening up the pocket, it was discovered that the right atrial (ra) lead was failing to sense the p wave and there were inappropriate automatic mode switch (ams) episodes from noise oversensing. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout.